Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery one of the pins (hp quick drill pins, 950502072 or hp threaded pins, 950502088) snapped and broke in the sigma hp power pin driver (9505-02-071). This remained in the pin driver and therefore the pin driver could not be used during the remainder of the case. As a result, please do not charge the hospital for one missing a pin or the pin driver damage as this happen during use. I am unaware of which kit the missing pin and damage to the pin driver occurred, therefore please can this be noted on both bookings.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary 12/07/2018 - pi re-open: device received in (B)(4). Examination of the returned pin driver could not identify the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.